Event description:
A healthcare facility in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that seven rt265 infant dual-heated evaqua2 breathing circuits each had condensate at the end of the expiratory limb. The condensate appeared to be coming from the heinen and löwenstein leoni plus ventilator filter. This was observed after one to four days of use. No patient consequence was reported as a result of this incident.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that seven rt265 infant dual-heated evaqua2 breathing circuits each had condensate at the end of the expiratory limb. The condensate appeared to be coming from the hfo kit of the leoni plus ventilator. This was observed after one to four days of use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The rt265 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint infant breathing circuit was not returned to fph for evaluation. Our analysis is accordingly based on the event description, additional information and photographs provided by the healthcare facility, and our knowledge of the product. Results: the photographs provided showed that the heinen and löwenstein filter and the rt265 expiratory limb were connected to a ventilator in a vertical position, i.e. The filter was positioned on top of the expiratory limb. The healthcare facility further reported that condensation build up was observed inside the filter after 24 hours of use. The excessive condensate inside the filter was subsequently found to be flowing down into the rt265 expiratory limb. A lot check was not performed as the lot number was not provided. Conclusion: condensate in the humidification system can be an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple setup and environmental factors. We are unable to determine the root cause of the condensation observed inside the heinen and löwenstein filter. However, the reported condensation inside the rt265 expiratory limb is most likely due to incorrect positioning of the heinen and löwenstein filter. The filter and the expiratory limb should be in a horizontal position. Our user instructions illustrate in pictorial format the correct set-up of the rt265 infant dual-heated evaqua2 breathing circuit, and state the following: "set appropriate ventilator alarm." "Check breathing circuits for condensation every 6 hours and drain if required."

Manufacturer narrative:
(B)(4). The rt265 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint rt265 infant dual-heated evaqua2 breathing circuits are not expected to be returned to fph for inspection. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the events as reported. We will provide a follow up report once we have received further information and completed our analysis.